Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the light source test fail was due to the light guide (lg) bundle failure, but the cause of the lg bundle failure could not be determined. The most likely cause is some kind of excessive force. The image failure was due to an electronical component failure. The most likely cause is a random failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the video scope exhibited an image failure and the light source test fail. There was no patient involvement.